Event description:
It was reported that the customer received an excessive no delivery alarm from his insulin pump. The customer's blood glucose level was 160 mg/dl. Standard troubleshooting was performed. It was discovered that the alarm occurred shortly after a new battery was inserted. The customer was advised that the insulin pump experienced an unexpected restart but was functioning according to design. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.